Manufacturer narrative:
The failure analysis lab evaluated the unit where the reported issue of the motor fault in the event logs was confirmed to be present but a motor fault could not be reproduced during laboratory testing. There was no failure detected with the device.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device from the customer. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
This unit is alarming "motor fault." The unit was not on a patient at the time of the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab further evaluated the power supply and main printed circuit board where the reported issue was reproduced and isolated to low voltage from the battery.